Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement MFR 0002023141-2018-00894. It is reported that the implant (tsvtwb10) was missing from the packaging. It is indicated that it was noticed during the surgical preparation, prior to the patient being seated. The implant placement was performed with no delay with another implant from clinician's stock.expiration date: 13 aug 2023. Date recv'd by MFR: 13 mar 2019. The reported device was not returned for evaluation as it has been discarded by the customer. The reported condition of "implant missing from the packaging" could not be confirmed. A device history record (DHR) review was performed for the reported catalog and lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Based on the DHR review, the product left zimmer biomet conforming. A complaint history review was performed for the reported lot number for similar cause and no other complaints were identified. A definitive root cause could not be determined. Probable causes of the reported event include inadequate handling of the device packaging by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the implant (tsvtwb10) was missing from the packaging. It is indicated that it was noticed during the surgical preparation, prior to the patient being seated. The implant placement was performed with no delay with another implant from clinician's stock.

Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Patient's age is not provided / unknown. Patient's weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter's email address is not provided / unknown. Additional 510k number is k101880. Product packaging not returned.

Event description:
It is reported that the implant (tsvtwb10) was missing from the packaging. It is indicated that it was noticed during the surgical preparation, prior to the patient being seated. The implant placement was performed with no delay with another implant from clinician's stock.